Manufacturer narrative:
Preliminary investigation results: an originally sealed cartridge from the affected lot was provided for investigation. No deviations can be found. The device has been forwarded to the responsible production plant. After completion of the failure analysis we will send a follow up report unsolicited if the investigation results reveal new evidences than this report. The device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the quality standard and the device history records, a material or production related error can be excluded. Therefore, the root cause of the error is most probably usage related. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. A possible root cause is an insufficient inserting of the cartridge or a too fast application of the clips. Malfunctions can also be caused by incorect assembling or a damaged applicator. The applicator was not provided for testing and investigation. The instruction for use (IFU) must be observed during assemling and usage.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with challenger. According to the customer description, it was reported that challenger clips jump out of the challenger applier. Clips were removed by the surgeon from the abdominal cavity. There was no patient harm. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).